Event description:
It was reported by service report that the fowler drifted down with weight. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: fowler motor.